Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
The field service engineer wanted to know if there were any differences or conditions to identify the pressure between the patient circuit disconnect alarm and the check tubing alarm. According to our technical support specialist, check tubing is not a disconnect alarm, but an alarm to detect problems with the circuit or a bad or disconnected exp. Pressure transducer. This alarm checks the pressures and if insp pressure rises quickly but exp does not rise or only rises slowly, the alarm is generated. It can also detect disconnections if the pressure measured by a pressure transducer does not rise during breathing. The disconnection alarm is based on leakage measurements and if the leakage value at the y-piece indicates a disconnection, the disconnection alarm is generated. A complete set of device logs was saved and sent for evaluation. The logs show a successful pre-use check prior to and during the event and there is no indication of a technical malfunction in the system at the time of the event. The internal log confirms the reported patient circuit disconnect alarm. In addition to the reported alarm, airway pressure high alarm was also active during time of the event. There is no information on how the reported issue was solved or if any parts were replaced. Therefore, the root cause to the reported issue could not be established by this investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 05/30/2016.